Manufacturer narrative:
Pump error 38 alarm during the rewind test, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm. Device received with severely scratched lcd window, cracked case (battery tube) and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement or negligible movement and retries to free a stuck motor failed. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.